Manufacturer narrative:
The customer's weight information has been updated. (B)(4).

Event description:
The customer's weight information has been changed to (B)(6).

Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. Device received with faded serial number label, cracked case , cracked case-corner of belt clip rails and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose level. Customer¿s blood glucose level was 300 to 400 mg/dl, at the time of incidence. Customer reported that they received insulin flow block alarm. Customer declined for further troubleshoot. The insulin pump will not be returned for analysis.